Manufacturer narrative:
Event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretch ing/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix was stretched and did not extend or retract.

Event description:
It was reported that intra-operatively, the lead was difficult to insert and upon removal, the physician observed that a screw was fully deployed. The lead was attempted, but not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.